Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced reel syndrome. The right atrial (ra) and right ventricular (rv) leads had dislodged. The ra and rv leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.